Event description:
It was reported that the patient presented with a urinary fistula at the site of the cuff and urinary retention. A cystostomy was performed to resolve the issue. No further patient complications were reported. No device issues were reported, although the patient was scheduled for a revision surgery. The doctor mentioned that due to the patient background, it was a difficult case.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported urinary retention, and fistula could not be established as the product is not available for analysis. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications prior to shipment from boston scientific. Labeling review: a labeling review was performed and according to the aus instruction for use document, fistula and urinary retention are documented as an adverse event. Also there is no evidence that the device was used or handled improperly. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported allegation of urinary retention and fistula could not be confirmed. Investigation conclusion: a conclusion code of known inherent risk of device was chosen.

Event description:
It was reported that the patient presented with a urinary fistula at the site of the cuff and urinary retention. A cystostomy was performed to resolve the issue. No further patient complications were reported. No device issues were reported, although the patient was scheduled for a revision surgery. The doctor mentioned that due to the patient background, it was a difficult case.